Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional contact: (B)(6).

Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that the 0.2um filter leaked during infusion. The event occurred during infusion of taxol medication. There were no obvious defects noted on the tubing set such as cracks or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no spillage and no exposure to the patient or staff. There was patient involvement with no patient harm.